Event description:
The facility rep reported a pump that shut down during infusion. No pt injury or medical intervention was reported. Although baxter attempted to obtain info, details were not available regarding additional contact info. No additional info is available.

Manufacturer narrative:
This device has not yet been received by the manufacturer for eval. A follow-up report will be submitted when more info and/or an eval is available.